Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity use. It was reported that the patient said that they were on their fourth pump and the pump came undone again. The patient said that the healthcare provider (hcp) was unsure of how to do the revision since they kept running into the same problems. The patient said that their pump flipped again. The patient said that the 4th pump was put in their back with a shorter catheter, so the catheter was less likely to pinch off. However, the pump came loose from the tie down sections. The patient said that they had gone through withdrawal and the healthcare provider (hcp) flips the pump back for them. Additional information was provided from a consumer stated that the only issues were a flipping problem with the current pump and a pocket fill issue with the third pump. The patient also stated that they are taking baclofen for cerebral palsy, which is not related to a medtronic device or therapy. The event date was asked but it was unknown.

Manufacturer narrative:
H6: correction was made to this field. Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2024. Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during refill appointments the pump contiued to flip and it would be inverted manually for refill. On (B)(6) 2026 the pump was re-anchored within the pocket. Surgical observation indicated that the pump was not dislodged from sutures, though only anchored with one suture loop. This loop was cut and the pump was re-anchored using all four suture loops and 2-0 fiber wire sutures. The catheter was found twisted but not occluded. The catheter was manually 'un-twisted'. The issue was reported resolved without sequelae.